Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
Evaluation summary: updated information received via product labeling sheets and operative notes. Review of the primary operative notes indicates that trial reductions were performed and the knee balanced nicely in flexion and extension. Review of the primary operative notes does not indicate root cause. Review of the revision operative notes indicates the patient presented with aseptic failure of the left total knee replacement. The tibial component was identified to be "grossly loose" and was explanted. A definitive root cause cannot be determined with the information provided. Evaluation: device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. The information provided on this form was previously submitted under manufacturing report number 1822565-2012-00169.